Event description:
A physician reported that the irrigation solution did not flow though the ophthalmic handpiece before the surgery. The surgery was completed by using another handpiece without any patient health impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).